Manufacturer narrative:
.

Event description:
It was reported that during a procedure using a turbinator wand, the suction was not working properly. The procedure was completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
It was initially reported that the suction was not working even though the suction was turned up to the appropriate setting and a bovie was required to complete the procedure. It was later determined that the account is reprocessing the coblator wands. The three devices reported in the complaint have been identified to have been reprocessed. Efforts are ongoing to retrieve and identify the name and address of the reprocessor.